Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿outcomes of clampless real chimney technique with dacron graft and sleeve banding of the ascending aorta for total debranching endovascular arch repair¿  matsuura s, motoki m, akai a, kato m  journal of endovascular therapy 2025, vol. 32(5) 1690¿1698 https://doi.org/10.1177/15266028231219214 a.2 <(>&<)> a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding  ¿ outcomes of clampless real chimney technique with dacron graft and sleeve banding of the ascending aorta for total debranching endovascular arch repair¿  the time frame of this study was over a  eight year period.  A novel procedure was performed in the treatment of aortic arch pathologies. These 61 patients were considered unsuitable for open repair. The procedure included the following; after banding of the ascending aorta, 6 mattress sutures were inserted between the ascending aorta and the main trunk of a non mdt  triple branched graft (without the use of a side clamp). The sutures pass through both the banding graft and the entire aortic wall, traversing all layers of the wall. A non mdt limb extension was implanted  from the center of the anastomosis oval through the oblique-cut triple-branched graft. After bypass grafting of the supra-aortic trunks, tevar was performed from the area just distal to the ascending anastomosis of the triple-branched bypass graft to the descending aorta using a non mdt or valiant stent graft. The following adverse events occurred: stroke, paraplegia, paraparesis, renal failure, respiratory failure, infection, fistula, intervention  no further information was provided pertaining to medtronic products.